Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had unresponsive buttons due to flattened button dome switches. The functional tests could not be completed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported the customer received a no delivery alarm on their insulin pump. The customer stated they did not use the insulin pump for three to four weeks and now a no delivery alarm was occurring. Customer's blood glucose was 200 mg/dl at the time of the call. The customer also stated their act button was unresponsive after the no delivery alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.